Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with twitching at a follow-up in clinic after being contacted by another clinic in response to a remote alert regarding a polarity switch. Upon interrogation, the atrial lead exhibited loss of bipolar capture, myopotential oversensing, lead noise, and high pacing impedance. The myopotential was reproduced with isometrics. The atrial lead was explanted and replaced on (B)(6) 2019, along with an electively replaced right ventricular lead. The patient was in stable condition.

Manufacturer narrative:
A partial lead was returned for analysis in four segments. The connector segment measured 8.2cm and the damage found was sustained during the surgical procedure with no anomalies. The outer coil segment measured 5.7cm and no anomalies were found. The inner coil/inner insulation segment measured 1.8cm and no anomalies were found. The distal segment measured 44cm and a break in the outer insulation and compression of the outer coil consistent with clavicle crush forces was noted at 34.0 cm from the distal tip. All five filars of the outer coil were fractured in the clavicle crush region due to clavicle crush forces. This is consistent with the observation from the field of loss of capture, oversensing, noise, and high impedance.